Manufacturer narrative:
Pump passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint on the ambient light sensor. Pump received with scratched case, pillowing keypad overlay, faded serial number label, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 10.2 mmol/l. Troubleshooting was not performed. Customer stated the insulin pump went blank after doing a self-test. Customer got electric shock by the insulin pump. Insulin pump will be returning for analysis.